Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp). Device has fluid leak due to cylinder tear. All components were explanted and replaced.

Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp). Device has fluid leak due to cylinder tear. All components were explanted and replaced.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegations of fluid leak and break were not confirmed via product analysis. The ams700 ipp cylinders were visually inspected and functionally tested. Both cylinders had wear at folds. Cylinder 1 has a small leak in the proximal cylinder body that was result with sharp instrument damage. Cylinder 1 has separation of fabric treads and slightly bulging when inflated in cylinder body due to wear of a fold. Cylinder 2 has a large tear of outer and the inner tubes that was the result of sharp instrument damage. A hole in fabric was present due to broken worn fabric treads. The ams 700 momentary squeeze (ms) pump was visually inspected and functional tested. The pump performed within specification; no leak was found. Based on the results of this investigation, no escalation is required. Unk-ipp. Reservoir flat. The complaint component was returned and analyzed, and the reported allegations of fluid leak and break were not confirmed via product analysis. The ams 700 flat reservoir was visually inspected and functionally tested; no leaks were found. The reservoir therefore performed within specification. Based on the results of this investigation, no escalation is required.

Manufacturer narrative:
Field change: h3, h6, h10. The complaint component was returned and analyzed, and the reported allegations of fluid leak and break were not confirmed via product analysis. The ams700 ipp cylinders were visually inspected and functionally tested. Both cylinders had wear at folds. Cylinder 1 has a small leak in the proximal cylinder body that was result with sharp instrument damage. Cylinder 1 has separation of fabric treads and slightly bulging when inflated in cylinder body due to wear of a fold. Cylinder 2 has a large tear of outer and the inner tubes that was the result of sharp instrument damage. A hole in fabric was present due to broken worn fabric treads. The ams 700 momentary squeeze (ms) pump was visually inspected and functional tested. The pump performed within specification; no leak was found. Based on the results of this investigation, no escalation is required. Unk-ipp. Reservoir flat. The complaint component was returned and analyzed, and the reported allegations of fluid leak and break were not confirmed via product analysis. The ams 700 flat reservoir was visually inspected and functionally tested; no leaks were found. The reservoir therefore performed within specification. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp). Device has fluid leak due to cylinder tear. All components were explanted and replaced. Product analysis confirmed reported allegation.